Manufacturer narrative:
A company service rep checked the system and replaced the power supply to resolve performance problem reported. (B)(4).

Event description:
Reporter noted unit stopped functioning during case. No backup unit; postponed surgery they were doing and cancelled remaining cases.